Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) discovered the leak was coming from the quick disconnect fitting on the wash buffer reservoir. After the completion of necessary and verified repairs, the instrument was returned into operation.

Event description:
The customer reported that they observed a leak from the right side of a access 2 immunoassay system no patient results were involved in this event. There was no modification to patient treatment associated with this event. There was no biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.